Event description:
Vague report received from institute for safe medication practices (ismp) stating "the door couldn't close properly and the tubing free flow protection never engaged. Thus the patient got the whole bag of fluid in about an hour." No customer information was provided, no specific event details are available, and no further information is currently available.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The affected product has not been received for evaluation. A follow up report will be submitted with investigation results should the affected product be received for evaluation.